Event description:
It was reported that during a shift check, the autopulse device displayed a user advisory ua07 (discrepancy between load 1 and too large), that was unable to be cleared. It was also reported that there was no patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(6) 2013 and was analyzed. Visual inspection of the platform indicates that the front enclosure and battery lock were damaged. The archive file was reviewed and ua07 (discrepancy between load 1 and load 2 too large) and ua 27 (encoder fault > 3000 rpm) were exhibited. Functional test results indicated that load cell 2 and encoder were damaged. The autopulse passed final test. Probable root cause attributed to this failure was due to defective load cell module.